Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that the right atrial (ra) lead became dislodged. The slack was pulled back and the threshold increased significantly. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The study investigator noted relatedness to the lead. The event resolve without sequelae. It was noted that the lead was part of the product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.